Event description:
It was reported that the system would intermittently not display a live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced a monitor cable. The system operates as intended.